Event description:
It was reported that the user experienced sustained hyperglycemia on the ilet following a supply change, with a reading of 346 mg/dl. Troubleshooting identified that the infusion set was deployed with the plastic needle guard still on the teflon cannula, consistent with an infusion set deployment/connector issue. The user was instructed to change the site and resume insulin delivery, and later received additional assistance to replace the inset again. Symptoms included hyperglycemia. Outcomes included no reported alarms, no hospitalization, and completion of troubleshooting and education. Investigation included a case review and guided troubleshooting focused on the infusion set and connector. Investigation of this case revealed an incorrectly deployed infusion set that impeded insulin delivery, consistent with an infusion set issue. It was concluded, based on previously established findings for similar reports, that user setup error caused the event.